Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7138815, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 755528, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the spinal cord stimulator (scs) leads had high impedance. The patient underwent a procedure wherein the leads and ipg were replaced.